Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during a cholangioscopy procedure on an unknown date for the treatment of stenosis and stones. During the procedure, the spyscope ds ii initially functioned normally for two to ten minutes. After this period, the image was interrupted by a gray screen, loss of video signal, and display of a rectangle with three small dots in the center. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: two physicians were reported: dr. (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure post-sedation. Block h11: the returned spyscope ds ii was visually and microscopically inspected, and no damage was observed. When connected to the controller for image testing, the device failed to display an image and only showed the standard five-dot initializing pattern. Articulation of the scope's tip did not restore visualization. Electrical testing produced measurements outside the expected range. After disassembling the device, no issues were found with the glue feature or the distal wiring of the camera. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. The reported complaint regarding visualization was not confirmed. Based on the analysis of the returned device and all available information, the most likely conclusion for the reported visualization issue was traced to a random component failure of the scope camera assembly as indicated by the abnormal electrical test results. Regarding the reported event cancelled/rescheduled post sedation/sedation unknown, the procedure could not be completed due to the device failure to display an image. As a result, this event is classified as an adverse event related to the procedure.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: two physicians were reported: dr. (B)(6) and dr. (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure post-sedation.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during a cholangioscopy procedure on an unknown date for the treatment of stenosis and stones. During the procedure, the spyscope ds ii initially functioned normally for two to ten minutes. After this period, the image was interrupted by a gray screen, loss of video signal, and display of a rectangle with three small dots in the center. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.